Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer experience high blood glucose level. Customer's blood glucose level was 550 mg/dl at the time of incident and customer's current blood glucose level was 450 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer observed air bubbles in the reservoir. Drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08790 inches. No possible over/under delivery anomaly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).